Event description:
The catheter body was broken into the catheter hub resulting in needle exposure after the safety mechanism was activated.

Manufacturer narrative:
The issue is believed to have occurred due to mishandling of the product by attempting to push the catheter through the packaging instead of peeling it out. Therefore, causing part of the catheter body to break into the catheter hub.